Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that the insulin pump was dropped in water. The customer's blood glucose was unknown. While troubleshooting, the customer was unable to recall any significant events leading to the alarm apart from the insulin pump dropping into water. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.